Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013; inratio inr: 0.9, 1.4, 2.2 and 2.2. On (B)(6) 2013; laboratory inr: 3.0. Time between finger testing was within twenty minutes and performed on different fingers. The time between the inratio inr testing and the laboratory inr testing was one day. The therapeutic range, for the pt, was not provided. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.